Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had intermittent lighting, initial image was very dark, then it went too bright at close-up and went too dark during colonoscopy and esophagogastroduodenoscopy (egd). There were no reports of patient harm.